Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 03-jun-2024, the one infusion set occlusion alarm occurred and blockage is in tubing. The blood glucose level was high, and issue is addressing due to correction bolus via pump. No further information available.